Event description:
The device was used during a extraperitoneal unilateral laparoscopic hernia repair. It was reported the ted12 was inserted and the pump was attached to inflate the balloon. The balloon did not inflate and was removed for inspection. It was noted that there was a small hole in the balloon. The ted12 was reportedly the last sterile instrument, so the surgeon tried a small piece of sterile skin tape to try to repair the hole, but it did not work. The surgeon completed the procedure without difficulty by using the camera to bluntly complete the dissection of the extraperitoneal space. There was no consequence to the pt.